Manufacturer narrative:
The patient was under the care of a surgeon for elevated blood serum levels of cobalt and chromium. The blood levels were identified at an unknown date by the patient's total hip arthroplasty surgeon. At the time of this test result, the treating spine surgeon determined that surgical intervention was not necessary. The patient x-rays did show evidence of possible impingement conditions due to scoliosis which developed after the prodisc l devices were implanted. This patient had a 3-level prodisc l construct as part of the prodisc l ide study. The patient was instructed to get additional blood tests to determine the stability of the blood serum levels. At the time the initial spine surgeon felt the patient was doing well and the implants did not need to be removed. The patient went to another spine surgeon at a different clinic in relation to the blood serum levels. The second surgeon determined the patient should have the 3-level pdl implants removed and replaced with unknown devices. There is no indication if additional blood serum tests were conducted or why the second surgeon determined that explantation was appropriate. The explanted device was retrieved and is under evaluation with exponent laboratory as requested by the FDA. The investigation found the rate of complaints to be within expected limits based on the risk assessment. The device fmea indicates the associated risks are identified and mitigated as far as reasonably practicable.

Event description:
A patient experiencing elevated blood serum levels of cobalt and chromium underwent a surgical procedure to have a 3-level prodisc l construct removed and replaced with unknown devices. The patient developed scoliosis after implantation resulting in an impingement condition indicated through x-ray images provided during the investigation.